Event description:
It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), one bottle's label was missing before use. No patient impact reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. G5: PMA/510(k)#: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), one bottle's label was missing before use. No patient impact reported.

Manufacturer narrative:
Investigation summary catalog 442023. Batch no. 3298255. Customer reported a missing vial label. Photo of missing vial label was received. Bd was unable to reproduce customer experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for reported defect (no vial label). Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. A technical assessment was performed to determine if the weiler bottle labeler packaging had mechanical issues and/or breakdowns during labeling process of aforementioned bath. Preventive maintenance activities to the weiler bottle labeler packaging machine were completed on time as scheduled. Upon evaluation of breakdowns / incidents reports, there was no issues or malfunctions related to label placement. The manufacturing downtime reported jam/ synchronization on the weiler labeler machine. These issues are resolved during the labeling process. As a preventive action, a task to the pm of the label detector system, was added to verify the operational and functional of the system. During the packaging process of each lot, a process control representative inspects one case every hour for completeness. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Complaint is confirmed based on photo received. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.